Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest glucose of 347 mg/dl confirmed by glucometer while using a dexcom g7 and an inset on the abdomen; the user did not know the cause, supplies were changed with no abnormalities noted, and during a subsequent event around 318 mg/dl the user disconnected, primed until drops were seen, reconnected, and glucose then decreased. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no findings available, and no device component findings were identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.